Event description:
No further information can be obtained.

Manufacturer narrative:
The complaint product was returned for evaluation and was found to meet manufacturing specifications. All the in-process sampling inspections did not identify any defect for this complaint lot and all results were within specifications. The aql of this lot met the acceptance criteria and the final release testing results for this lot met specifications. Retained sample evaluation was performed and 1 edge tear defect was found. However, the edge tear defect has remote possibility to cause non-infectious keratitis (non-critical l1 complaint) rather than the infectious keratitis reported in this complaint. No complaint or manufacturing trend was identified. The root cause could not be established. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Describe event or problem: new information received. (B)(4).

Event description:
Additional information was received on 23jan2019 from the patient that the ecp confirmed recovery of her eye and allowed contact lens wear. Additional information has been requested but not yet received.

Manufacturer narrative:
This investigation was reopened as the actual complaint product was returned. Investigation including root cause analysis is in progress and an update to the manufacturing review has been requested. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 to update any significant changes. (B)(4).

Event description:
As reported by the patient via telephone on (B)(6) 2018, she felt irritation on (B)(6) 2018 after several hours of use. The patient visited the doctor on (B)(6) 2018 and was diagnosed with several white spots found on cornea and corneal epithelium defect. The eye care provider (ecp) instructed to revisit after two to three days. Unspecified eye drops and eye-ointment were prescribed; treatment modality and duration were not provided. Symptoms were not resolved. Additional information was received on (B)(6) 2018. The patient sought medical attention on (B)(6) 2018 and was prescribed with gatifloxacin ophthalmic eye drops, cefmenoxime hydrochloride and ofloxacin ophthalmic; treatment modality and duration were not provided. The patient did a follow up visit and was prescribed gentamicin sulfate ophthalmic eye drop and an unspecified internal medicine; treatment modality and duration were not provided. The patient was referred to another health care facility during her follow up visit on (B)(6) 2018. On the same day, the patient did another visit and was prescribed with moxifloxacin and cefmenoxime hydrochloride to be applied every hour and tobramycin to be applied six times a day. The patient was also prescribed with an unspecified eye ointment and loxoprofen sodium; treatment modality and duration were not provided. The patient was instructed to suspend lens wear, to return for a follow up visit and to avoid using the contact lens on the left eye. It was confirmed that the event was caused by the lens. The patient's corneal surface was rubbed to perform bacterial exam and to infiltrate medicine effectively. Patient's symptoms was reported as improving. Additional information was received on (B)(6) 2018, the patient revisited the ecp and was scheduled for another follow-up visit on (B)(6) 2018. Additional information was received on (B)(6) 2018 from the consumer. She did a follow up visit with her ecp on (B)(6) 2018 and confirmed that she had infective keratitis. Previously prescribed eye drops were instructed to be continued. Additional information was scheduled to be requested.